Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that her therapy wasn¿t cutting the pain so she was going to have ablation done. The patient reported that she has had half a dozen program changes but none of them were very effective. The patient reported that she was told before she could have ablation, she needed to have an MRI. The patient reported that when she had the MRI, her body temperature went up to 106 degrees within 20 minutes causing her to pass out. The patient reported that she did provide the MRI facility with all the information they needed to know about doing an MRI. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the leads slipped from t6-8 to t8-10 and the device was not as effective. The patient had an ablation and back pain medicine and physical therapy to resolve the therapy not cutting their pain. The patient noted that the therapy not cutting their pain and programs not being effective had not yet been resolved and they were going to have surgery (B)(6) 2017.